Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump was returned for power error 25. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, faded serial number label, cracked case near belt clip rails corners, cracked battery tube threads and cracked retainer.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump version was 2.6. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.